Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after removing the ilet from the body and placing it on the charger for several hours, the device screen remained black; the patient stated that holding the wake-up button produced vibration feedback suggesting a start attempt, but the display did not illuminate, indicating a screen visibility or power/display malfunction of the pump hardware. Symptoms included no reported clinical effects. Outcomes included a replacement ilet provided and the original device pending return. Investigation included review of user report and coordination for device replacement logistics. Investigation of this device revealed a suspected display or user interface failure of the pump consistent with a screen visibility malfunction, with the affected component likely the display or related power/display subsystem. The device screen was placed under direct focused light where it was determined that the screen was outputting an image, but the backlight was not turning on. This has been determined to be an issue with the u16 backlight controller chip.